Manufacturer narrative:
Per the t:slim x2 user guide, ¿for children (ages 6¿17) both sites on the belly and upper buttocks are approved for sensor insertion.¿ per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the customer was 2 years old and was not wearing the pump and transmitter within line of sight. No additional patient information was available. Reportedly, the pump and transmitter regained connection.